Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was giving error alarms after changing the battery and she ended up hospitalized with diabetic ketoacidosis on (B)(6) 2015 for three days. Blood glucose level was over 200 mg/dl and she experienced vomiting. She was treated with manual injections. The alarm history showed unexpected restart and external ram error alarms. The customer stated she also received an external ram error alarm the day of the call. Blood glucose value was l68 mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm. The drive support cap is recessed. The customer declined troubleshooting for high blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.